Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) checked the system onsite and confirmed that the image storage was low. Upon troubleshooting, the philips field service engineer (fse) checked the system logfiles onsite and found no errors. To resolve the issue, fse did the recreation of image disk space. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system host-pc battery failed. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.